Event description:
Information received indicates the technician found the ground resistance reading was high while performing an electrical safety test.

Manufacturer narrative:
The technician replaced the ac power cord to repair the bed.